Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery depleted abnormally. It was also reported that the pump touchscreen became unresponsive. There was no reported impact to the customer blood glucose level. Multiple attempts were made to follow up with the customer; however, no additional information was provided on the reported event.